Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2001 and a sling was implanted. The patient underwent another gynecological procedure on (B)(6) 2008 and intepro y sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat complete uterovaginal prolapse, genuine stress incontinence and attenuated perineal body and mesh was implanted. It was reported that the patient had concurrent procedures of a vaginal hysterectomy, anterior and posterior colporrhaphy and perineoplasty performed during mesh implantation. It was reported that following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent abdominosacral colpopexy, bilateral-salpingo-oophorectomy, bilateral paravaginal defect repair, revision of sling, removal of interstim lead and pulse generator and cystourethroscopy on (B)(6) 2008 due to prolapse, urinary retention and pelvic pain. (B)(4).

Manufacturer narrative:
It was reported that patient underwent abdominosacral colpopexy, bilateral salpingo-oophorectomy, bilateral paravaginal defect repair, revision of sling, removal of interstim lead and pulse generator, and cystourethroscopy on (B)(6) 2008.

Manufacturer narrative:
Date sent to FDA: 06/29/2016. It was reported that following insertion the patient experienced mixed urinary incontinence, overactive bladder and vaginal discomfort. (B)(4).

Manufacturer narrative:
Date sent to FDA: 01/02/2017.

Event description:
Details: it was reported that the patient underwent foreign body, tvt mesh removal on (b(6) 2015 by dr. (B)(6) at the (B)(6) hospital.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.